Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported; the 26 fr. Outer sheath¿s ceramic head was broken. The event occurred during reprocessing. There were no reports of patient involvement.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's investigation. It was observed that during the device evaluation, the 6 fr. Outer sheath ceramic tip was broke off. Based on the results of the investigation, the most likely cause was component failure due to stress from use. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device additional information, d8, d10, g1-contact office email